Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that there was poor coupling and that the implantable neurostimulator was not recharging. The patient was only getting 5 minutes at most a day out of the implantable neurostimulator. The implantable neurological stimulator recharger was on recharging the implantable neurostimulator all night the night prior to the report and the implantable neurostimulator was only charging to about quarter full. The patient could not get any coupling boxes to shade. The patient had tried repositioning the antenna, turning the antenna dial, and using adhesive discs, but none of that had helped with the coupling. This had never happened to the patient before, and it started (B)(6) 2016. The patient stated that she could get 8 boxes shaded, but then they will go away, and they are never maintained at 8 bull boxes shaded, and this had been happening since implant (B)(6) 2013. The patient was in pain, and stated that she couldn't do anything because of the problem starting (B)(6) 2016. She had not been able to do things the week of the report because of this. Additional information has been requested regarding actions/interventions taken to resolve the poor coupling, the implantable neurostimulator not charging, and the pain but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.